Event description:
Initial reporter stated that the cutter was partially cutting during a vitrectomy procedure. No adverse effect on the pt. Surgery was delayed a few minutes as they changed to another pack.